Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.

Event description:
The physician reports that the crystalens haptics tore when delivering the lens using the staar surgical lens injector system. The lens was removed without enlarging the incision and sutures were placed, however sutures are standard protocol for this physician. A second crystalens was implanted without incident. One-day postoperatively, the patient presented with moderate corneal edema and posterior lens vaulting. The patient's bcva decreased compared to preoperative bcva. Current bcva is 20/200 in the operative eye (os).